Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in the calcified and tortuous right coronary artery. The physician advanced the 2.50x28mm promus element plus stent delivery system (sds) and was not able to cross the lesion. It was noted that stent had become crushed. The sds was successfully removed and the procedure was completed with a shorter stent. No complications were reported and patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).